Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep wrote on their e-note that the old device is having some minor impedance issues. The patient had a second system implanted on the date of initial report and chose to leave their impedance issues with their first ins until it completely. It can be noted that the patient still has minor improvement. Additional information was received from the manufacture representative (rep) on (B)(6) 2018, who said the patient had a fall and that caused their impedances; this was according to the healthcare provider (hcp). The rep further understood that the old ins was offering some relief, but not like it was prior to the fall. No further patient complications have been reported as a result of this event.